Manufacturer narrative:
The reported unknown disposable blade or burr, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the blade shed during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive side loading of the blade or burr during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the device family, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder scope the motor drive unit hand controller was causing the blade to shed. It is unknown if the blade shed inside the patient. The procedure was successfully completed without delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.